Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, in addition to the reportable malfunction mentioned, it was observed: lines were coming in the image with dvi 3d output intermittently, due to faulty circuit board (dx) board, corrosion was noted on the distribution panel (dp) board, the wire was found to be rusty, corrosion was noted on the chassis, corrosion was noted on the led unit, scratch was noted on the top cover, scratch was noted on the rear panel, scratch was noted on the front panel and corrosion was noted on the access point (ap) board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera elite ii video system center had lines in the image while using a digital visual interface (dvi) cable for a 3d signal. Upon inspection of the customer¿s returned device it was observed, the display blacked out intermittently due to a faulty control panel (cp) board and color bar was displayed on the monitor screen instead of the endoscopic image due to faulty cp board. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, display blacks out intermittently occurred due to faulty control panel (cp) board. It was also found that the color bar displayed on the monitor instead of an endoscope image also occurred due to faulty cp board. The cause of the faulty cp board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating, the reported issue occurred on (B)(6) 2022, prior to a therapeutic lap chole procedure and the intended procedure was completed with a similar non-olympus device with no consequence to the patient or user. Olympus will continue to monitor the field performance of this device.